Manufacturer narrative:
(B)(6). (B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The could not program device issue was identified a an f-74 alarm during functional testing and the alarm log review. The cause of the condition was determined to be a damaged phm motor. The device is awaiting parts to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not be programmed. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.